Event description:
The pt was taken to the or and placed in the supine position on the operating table. The head was rotated to the right. Radiologic marker was placed over the c2-c3 level and oblique view was used to visualize the c2-c3, c3-c4 and c4-c5 neural foramen. Beginning at the c2-c3 level, overlying skin was marked with surgical marker, prepped and draped in a sterile manner. Local infiltration with 1% lidocaine. Then, using an smk-5 cannula under oblique and a fluoroscopic guidance, the needle was directed down to the inferior and posterior aspect of the c2-c3 neural foramen on oblique view, and seen to be in the waist of the articular pillar of c3 on ap view. The needle was left in place. Sensory stimulation occurred at 0-1 volt and 50 hz, with positive reproduction of the pt's pain at approx 9.6 volts. At this 0.2 cc of 1.5% lidocaine was injected. After appropriate anesthesia, procedure proceeded with a radiofrequency lesion at 75 degrees centrigrade for 60 seconds. The pt tolerated this well. Using the same technique as above, a second smk-5 neelde was placed at the c4 level with a second lesion at 75 degrees centigrade for 60 seconds. Using the same technique as above, a third needle was placed at the c5 level and on oblique view, seen to be between the c4 and c5 cervical facet joint, posterior to the neural foramen. Sensory stimulation at 0.3 volts reproduced the pt's typical pain at the left shoulder and into the elbow. Motor stimulation at 2 hz and approx 2 volts was negative for stimulation of the c5 nerve root. After appropriate anesthesia, procedures proceeded with a third lesion at 75 degrees centigrade for 60 seconds. The pt overall tolerated the procedure well. At the end of the cervical facet joint denervation, a dispersing electrode pad was removed from the left upper extremity and less than a dime-sized burn was noted at approx the center of the area where the dispersing electrode pad had been. Surgical consultation was obtained with appropriate follow up scheduled.